Manufacturer narrative:
Serial number: (B)(4). For 2 of the 2 reported events, a ge healthcare service representative performed a checkout of the system and confirmed the reported events. The flow sensors were replaced to resolve the 2 reported events.

Event description:
This report summarizes <noe> 2 <noe> malfunction events. A review of the events indicated that model 1009-9002-000 anesthesia gas machine experienced pressure problems. The hospital reported a malfunction preventing pressure modes of mechanical ventilation for 1 units the hospital reported a malfunction causing the loss of pressure modes of ventilation for 1 unit. These reports were received from various sources. Of the 2 events, 2 did not involve a patient.